Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging loss of prime issues. The patient claimed that he was getting 2-3 loss of prime warnings a day and the issue had been occurring for the past 10 months. During the time of concern, the patient claimed that his blood glucose (bg) levels have been going up and down. His bg's were ranging from "45 to 382 mg/dl." With the low bg's, the patient indicated that he had developed symptoms of feeling numb and shaky. During the low bg episodes, the patient would administer self-care by drinking juice. With the high bg's, the patient claimed that he would feel tired and weak, and would have a dry mouth. The patient indicated that his activity level had decreased ever since he started a new job (B)(6) earlier. The patient was not implicating the pump for the fluctuating bg levels. He attributed the erratic bg's to the change of jobs. Through troubleshooting, the patient was able to prime the pump successfully. No associated alarms were observed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient indicated that he had developed symptoms suggestive of severe hypoglycemia. At this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.